Event description:
A hospital in (B) (6) reported via our distributor that the rod in the water trap of an rt225 infant breathing circuit was bent. They reported that they were unable to assemble the device and that when they tried to force the rod back into the appropriate position, it broke. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. A lot check revealed no other similar complaints for this lot number. We are currently investigation this complaint. We will provide a follow-up report.